Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. At implant in (B)(6) 2010, battery impedance was 20.9 kohms with a remaining longevity of greater than 10 years. Six months later, battery impedance had increased to 22.6 kohms and remaining longevity was still displayed as greater than 10 years.